Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two jl4 guide catheters (gc) kinked in this patient prior to the insertion of the xience xpedition (xx) stent delivery system (sds). A cls 3.5 was used with the xx sds which successfully reached the heavily calcified target lesion in the proximal left anterior descending (lad) coronary artery. The aortic arch was very angulated and shaped like a capital letter a. The two prior gc had kinked at that location on the aortic arch. The xx sds was repositioned at the lesion when the distal shaft separated. The separated distal shaft was removed from the anatomy by inflating a 4.0 balloon and trapping the shaft inside the gc. The gc, guidewire, and sds shaft were removed together as a single unit, but the stent dislodged from the shaft. A different stent was deployed in the mid to distal lad to embed the dislodged stent against the vessel wall. A third stent was successfully implanted in the proximal lad with a second cls 3.5 gc. This device issue delayed the procedure by three hours. The patient remained stable through out the case. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and stent dislodgment were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.